Event description:
During attempted cannulation of 1 of the right-sided l5 pedicle the gearshift probe broke in half, this resulted in puncturing of the dura. The durotomy site was irrigated copiously. The nerve roots were gently manipulated and placed back inside the dura, padded was used to maintain this in place. The durotomy was closed with 4-0 nurolon with a watertight seal. A valsalva was performed to ensure this watertight seal. We then used dura seal to seal the durotomy site status post repair as well as the annulotomy and bone graft in the disc space. Again, we copiously irrigated the wound with normal saline. A subfascial drain was placed into the wound. The fascia was closed in interrupted fashion with 0 vicryl suture followed by subcutaneous 2-0 vicryl sutures and subcuticular running quill. D this was followed by dermabond, steri-strips and al an island dressing. Patient was transferred back to his hospital bed and extubated without difficulty. He was transferred to the post anesthesia care unit in stable condition.